Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to elevated metal ions, pain, limited range of motion, metal synovitis, fluid collection and corrosion.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 46, code l, taper 18/20 catalog #: 0100181460 ; lot #: unknown, metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 0100185146 ; lot #: 2363726, stem nh collarless 12/14 2 l catalog #: 735401102 ; lot #: 00111059. D11 - therapy date : unknown. Additional information was received on february 1, 2018. . Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2007. Currently, the patient is being monitored due to pain, elevated metal ions and limited range of motion. The revision surgery is planned on (B)(6) 2017.